Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros tsh results were obtained from two samples collected from the same patient processed using vitros tsh reagent lot 6430 on a vitros 5600 integrated system. The likely assignable cause was determined to be an issue with the sample collection tubes which caused poor sample quality. The sample collection tubes were becton dickenson sst tubes with a clot accelerator and the specific tubes in use had an expiration date of 28 april 2021. It was suspected that since the sst tube was expiring in less than one week that the clot accelerator may not have dissolved properly caused poor sample quality and imprecise results. A review of historical quality control results confirmed vitros tsh lot 6430 was performing as expected. In addition, within run precision results obtained from a vitros control were acceptable indicating the vitros 5600 analyzer in combination with the vitros tsh reagent lot 6430 were performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with this vitros tsh lot 6430. Email address for contact office is (B)(4).

Event description:
The investigation determined non-reproducible and higher than expected vitros thyroid-stimulating hormone (tsh) results were obtained from two samples collected from the same patient processed using vitros tsh reagent lot 6430 on a vitros 5600 integrated system. Sample 1 vitros tsh = 8.40, 0.70, 2.40, 1.90, 5.23, 7.36, 7.64, 0.392, 0.877, 3.23, 1.87, 1.93, 0.504, 9.62, 1.16 versus expected 0.171 miu/l. Sample 2 vitros tsh = 0.244, 0.123, 0.239 versus expected 0.171 miu/l . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible and higher than expected vitros tsh results were not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).